Event description:
It was reported that device was used during an unknown procedure. It was reported that the staples would not close completely. The case was completed with a like device. There was no consequence to the patient.